Manufacturer narrative:
Result: device history review found the product met specifications when released for distribution. Conclusion code: exact cause for the clinical observation could not be determined. Analysis: upon receipt, visual inspection revealed a slight yellowish residue was present within the inner fiber bundle. In addition, two small cracks were noted in the upper hex portion near the gas vent. After decontamination, the device was run with fluid at 7 l/min with 14 psi back pressure for one hour, and no external leaks or anomalies were observed. Next, the device was forwarded to our failure analysis laboratory for performance testing. The device was run with blood at 7 l/min, revealing the following results: blood side pressure drop measured 113 mmhg, which was well below the 124 mm/hg maximum, the o2 transfer measured 380 ml/min, which was above the 265 ml/min average historical data, the co2 transfer measured 265 ml/min, which was below the 286 ml/min average historical data for a used trillium coated oxygenator. Conclusion: failure analysis confirmed the clinical observation, as the co2 transfer testing was below the average historical data for a used oxygenator. A review of manufacturing data suggests the oxygenator was manufactured in accordance with the processes and procedures established for this product. In addition, the fiber length and average fiber outer diameter, wall thickness and shrinkage were all within specification. A review of the pump records from the facility confirmed the increase in co2 measurements; however, the user increased the sweep rates, which eventually decreased the higher than expected co2 to a normal range one-half hour before the end of the bypass procedure. The exact cause for the increase in co2 measurements could not be determined. The device was used throughout the procedure with no adverse patient effects. There are no current trends associated with this tissue. Medtronic will continue to monitor the field performance to detect similar events, should they occur.

Event description:
Medtronic received info that approximately one hour after initiating bypass, this trillium coated oxygenator exhibited increasing pco2 values with high sweep rates. The pco2 values returned to normal value one-half hour prior to terminating bypass. The oxygenator was used throughout the procedure with no adverse patient effects reported. The product was returned for analysis.